Event description:
Information received by medtronic indicated that the insulin pump showed replace battery now alarm even after changing multiple batteries. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about report replace battery now alert even after changing multiple batteries. Insulin pump perform visual inspection and pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube. Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump was cut/open and inspected moisture damage found inside the pump. The pump history file/traces download was successful using thus. The power management graph was in specification. Low battery alarm, insert battery alarm and failed battery alarm was recorded and found in the formatted history file on (B)(6) 2021. Low battery alarm occurred (B)(6) 2021 at 5:14 pm, insert battery alarm at (B)(6) 2021 at 7:09 pm and failed battery alarm (B)(6) 2021 at 7:14 pm, at (B)(6) 2021 replace battery alert at 2:45 am following replace battery now alarm (B)(6) 2021 at 3:16 pm. Confirmed unexpected battery power loss alarm or replace battery now alert noted on the event date. Low battery alarm due corroded battery tube.